Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. Customer treated for the low blood glucose by drinking orange juice. Customer also called to ask about her low and high blood glucose level settings as she has been experiencing high and low blood glucose values. The product was not returned for analysis.